Event description:
Ous MDR - for two years inappropriate charges were occurring, but were not noticed by the physician. On (B)(6) 2016 two inappropriate shocks occurred, but the patient denies feeling them. It wasn't until a recent follow-up check that the pacing impedance was under 200 ohm. The patient was admitted to the hospital and the lead explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, multiple signs of abrasion were seen along the lead body. In particular in the distal area of the lead, the insulation was damaged by fraying. This damage manifestation can with high probability be considered the cause of the clinical complaint. The position and characteristics of the fraying lead to the assumption of severe mechanical stress on the lead in the area of the tricuspid valve. Considerable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were no available for analysis. There were no indications of material defects or manufacturing errors.